Manufacturer narrative:
H3 other text : product no longer available for return.

Event description:
It was reported that the patient received a blood glucose result of 302 mg/dl around 4:30-5:00 p.m. And delivered his normal 8 units of novolog insulin based on a sliding scale. Approximately 2 to 3 hours later, the patient was "acting weird" and passed out. The paramedics transported the patient to the hospital. The blood glucose result from the paramedics was not provided. It is unknown if the paramedics provided treatment. The patient's blood glucose result was 24 mg/dl on the hospital's meter. The type of treatment provided at the hospital was unknown. The patient was "out of it" for 2 days and he was admitted into the hospital for 7 days.